Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited whitish foreign material in air/water tube, air/water cylinder and burn on plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to h6 "medical device problem code" of the initial report, "1071 - thermal decomposition of device" to be removed. Correction to h6 "component code" of the initial report, "772-cover" to be removed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material on the air/water cylinder and channel; however, the type of the material could not be specified. There was no physical damage where the foreign material remained. A conclusive root cause was not determined. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report: the burn on the distal end cover was not observed.